Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on (B)(4) 2014 with the following results: unable to duplicate the complaint. No defect found. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within required range. The daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. Pump history shows pump was manually suspend on (B)(6) 2014 05:52 and manually resumed at 06:37. Black box shows on (B)(6) 2014 04:34 a replace cartridge alarm; deliveries resumed when pump was primed at 07:10. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 30 mg/dl and was shaky. Patient received no unusual treatment. During troubleshooting, customer support found that the bg excursion was related to the patient's failure to respond to an alarm the pump emitted. The reporter alleged that the patient also had recently had a hypoglycemic event and had a concurrent illness, and these factors were also considered contributory. The patient remains on the pump. There is no allegation of pump malfunction and this complaint is being reported because the patient experienced hypoglycemia subsequent to the use error of failing to respond to the alarm.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.